Event description:
It was reported that during an unknown procedure, the handpiece had a broken 4-40 stud. The issue was found during sterilization of the handpiece, so there was no case involvement or pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.